Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 343 mg/dl. The customer stated that during a troubleshoot procedure for air bubbles, she found that the up button was difficult to press. She declined troubleshooting for high blood glucose levels. No significant events leading to the keypad issues were observed. Advised discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received intermittent button response due to flattened up button dome switch. The device passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The device was used a liquid reservoir test and no air bubbles anomaly noted. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.